Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed intraoperatively in the patient's right eye due to vitreous fluid loss. The doctor performed an anterior vitrectomy and sutures were necessary. Another lens was implanted with no issue. In the surgeon's opinion the likely cause of the event was "leading haptic captured capsule and caused tear." Patient's current prognosis is reported as good.

Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted and the root cause of the event could not be conclusively determined.